Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the product number was 383712 , pegasus, when opened the package and customer found something similar to plastic on the outer surface of the catheter.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9110627. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual evaluation was performed on retention samples for this lot. The units were found to be free of any extraneous material. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the product number was 383712 , pegasus, when opened the package and customer found something similar to plastic on the outer surface of the catheter.